Event description:
It was reported that the patient underwent a posterolateral spinal fusion surgery l4 to s1 on (B)(6) 2003 using rhbmp-2/acs. The patient's post-operative period was marked by increasingly severe pain and numbness in the low back and lower extremities. A CT study conducted on (B)(6) 2004 reportedly showed that the patient developed heterotopic bone growth along the surgical site. The heterotopic bone revealed by the CT study performed (B)(6) 2004 reportedly encroaches on the nerve roots that exit the spine, causing severe and debilitating pain and numbness. The patient has reported that her condition has gradually deteriorated, leaving her chronically disabled and unable to sit or stand for more than one hour at a time. The patient cannot lift more than ten pounds, nor can she walk for more than fifteen consecutive minutes.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported per patient's medical records that on: (B)(6) 2003: the patient underwent MRI of lumbar spine which revealed posterior disc bulge and central annular tear at l4-5; degenerative disc disease was also observed at this level; small central disc herniation and degenerative disc disease at l5-s1 with no spinal canal compromise. On (B)(6) 2003: the patient presented with low back pain. The patient underwent x-rays of the chest. Impression: normal chest. The patient also underwent x-rays of the lumbar spine due to low back pain. Impression: status post l4-s1 posterior spinal fusion.